Event description:
Reporter alleged obtaining the results of 277 mg/dl, 121 mg/dl and 71 mg/dl back to back within 10 minutes on the aviva system between 8:32- 8:35 am. Reporter stated that he uses an insulin pump and received "1.50 mg of lispro rapid between the times of 6-9 am". No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.